Event description:
Complainant alleged that the physician was defibrillating a patient (age and gender unknown). Upon the first analysis of the patient's heart rhythm, the device gave a "shock advised" prompt for the patient's ventricular fibrillation heart rhythm. The physician again analyzed the patient's heart rhythm, and the device appropriately gave a "no shock advised" prompt for the patient's asystole heart rhythm. The physician again analyzed the patient's heart rhythm, and the doctor reported that the device gave a "no shock advised" prompt for a ventricular fibrillation heart rhythm. The physician then obtained a second device and defibrillated the patient with this manual defibrillator. The patient subsequently expired. The complainant indicated that the facility's biomedical engineering department was unable to duplicate the reported malfunction. The facility was unable to provide zoll with a copy of the ECG strips from the event, as this device was purchased without either a recorder or data card, from which to print the patient's recorded ECG rhythm.